Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device.